Event description:
It was reported that during a bankart shoulder instability procedure, the tip of the drill bit broke off in the joint and was retrieved. The procedure was completed with an alternate device and there was no reported injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the MFR. Investigation results: the device was returned for investigation and all parts were received. A visual examination of the tip of the drill bit found it to be bent and broken off from the shaft. This type of damage can occur if the drill bit comes in contact with another device during use. Conmed linvatec will continue to monitor this product for failures.